Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4030. Customer wanted to know what do this error code means. I explain to the customer first ensure if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical. Customer said that they are no moving. I explain to the customer that he needed to replace his motor controlled board. Customer said ok and ended the call.